Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of delays in critical therapies following leaks. It was reported that the vials were filled with an unspecified concentration of diluadid and were loaded into an unspecified pt controlled analgesia (pca) pump for a pt. No specific programming was provided. It was reported that the "pt was in pain all night." After unspecified lengths of time, the customer contact reported that solution leaked from the rubber stopper of the vials. The vials were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.